Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Piece of [tampon] stayed inside/it got stuck inside - vagina [foreign body in reproductive tract]. Went to take [tampon] out... Piece stayed inside [device breakage]. String was too low and it didn't cover the whole [tampon] [device physical property issue]. Case narrative: consumer reported via e-mail that a piece of tampon had stayed inside her during removal. No serious injury reported.